Manufacturer narrative:
E: (B)(6) .

Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator power cable that failed the electrical safety test. There was no patient involvement when the issue occurred. No patient or user harm reported. While servicing the device, the se observed that the v60 ventilator power cable that failed the electrical safety test. A replacement cable was requested. Investigation is ongoing.

Manufacturer narrative:
The device was serviced, and it was reported by the service engineer (se), that the power cable was replaced. The se noted that the client's own configuration was maintained, and all the necessary checks have been carried out to certify the restoration to the conditions. The system meets the specification for the performed service and is returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.